Event description:
During an ablation following a mapping procedure in the left atrium, pt experienced hypotension. Later on, a moderate cardiac tamponade was found by ECG thus cardiac drainage had to be performed. Pt's condition stabilized and improved. Prognosis was satisfactory. The procedure was completed successfully.